Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding frequent hemoglobin syringe "fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The customer stated the syringe has been replaced without resolution and requested field service. The abbott field service rep (fsr) replaced parts, removed and cleaned the syringe and determined the analyzer is performing within specifications. Additionally, the fsr stated the quality controls were within range. The day following the visit by field service, the customer abbott to report the issue was not resolved. Upon return to the customer facility, the fsr proactively replaced parts, verified the quality controls passed, the analyzer was performing within specifications. The fsr determined the "fail to home" syringe error message issue was resolved. The customer reported there was no impact to the pt management.